Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 483 mg/dl, which was treated with a bolus delivery. Customer had symptoms of sweating. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that cannula was bent. Customer was new to insulin pump therapy and did not know about bolusing and how it worked. Customer declined further troubleshooting due to knowing what may have caused high blood glucose which were bent cannula and missed boluses.